Event description:
Patient went to the operating room for a vats sympathectomy on [redacted date]. During the case the l hook in the thoracoscopy kit (which is a reusable laprascopic instrument) was not noted to be missing insulation on the tip. During the procedure this resulted in two small burn injuries to the lung. After the procedure it was inspected and noted that the crack was circumferential halfway around the instrument. After the event the bovie was evaluated by biomedical engineering who noted there were no anomalies observed during testing that would be cause for concern. Testing indicates the bovie was delivering energy into the circuit as it was set to do so.